Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the cutter could not be inserted into the device. The device was not used in surgery. It is unknown if injury, surgical delay, or medical intervention occurred. The date of event is unknown. There is no additional information provided.